Manufacturer narrative:
The complaint device is not available for a physical evaluation. It was reported that the patient started playing basketball after three months. It is unknown if the patient followed proper rehabilitation instructions. It cannot be determined if the device was the cause of this event or user error. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The patient accepted acl reconstruction on (B)(6) 2016. No other anomalies occurred during procedure. The patient started to play basketball in the third month after he had acl reconstruction. However, a month ago, he found some fluid coming out of his wound. The patient returned hospital for check. It was noted the screw coming out. The surgeon suspected the body rejection because of the material of bio intrafix. The revision surgery was operated on (B)(6) 2017. The sheath was removed. Now the patient condition is stable. The name and age of patient are unknown.